Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 400mg/dl. The customer addressed elevated bgs by administering insulin via insulin pens.